Event description:
The customer reported to olympus, the 4k camera head stopped working during the procedure. There was no patient impact reported. The intended procedure was completed with a different device.

Manufacturer narrative:
During evaluation, the following were found: confirmed issue, found intermittent image due to faulty cable unit which needed to be replaced, faded rear cover need to replaced and failed water leak test from tiny pin hole. Additional information from follow up response reported/conveyed the following : type of procedure being performed was unknown. It is unknown whether the procedure was therapeutic or diagnostic. The procedure was able to be completed with a different device. The model and serial number of the device used to complete the procedure is unknown. The procedure was not prolonged. The patient¿s anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. It is unknown as to any other devices were connected to the subject device when the failure occurred. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the intermittent image occurred due to poor communication caused by cable failure. The cable failure occurred due to that water penetrated from the pin hole and the cable got failed. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.